Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012- patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia sac was removed and a ventralex mesh was placed and sutured.¿ (B)(6) 2016- patient was diagnosed with abdominal pain thereby underwent laparoscopic converted open repair with explant of ventralex mesh. Per operative notes, ¿most of the adhesions were mobilized. However, there was a piece of small bowel very intimately attached with the mesh was dissected and then the mesh was removed from the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, pain and bowel perforation. It was also alleged that the patient had chronic constipation, laparoscopic procedure converted to open due lo mesh being intimately adhered to the bowel, repair of small bowel serosal injury and laparoscopic lysis of adhesions for 1 hour and open lysis of adhesions for 15 minutes.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of mesh ¿ ventralex, patient was diagnosed with obstruction, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.